Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the pedicle screws was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with fluoroscopic c-arm guidance at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There were no negative effects to the patient, neither due to the screw placements nor due to surgery/anesthesia delay (of ca. 15min) for re-placement of the screws at the same surgery. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the deviating screw placements at this surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the surgeon it can be concluded that the root cause for the deviation of screw placements by approximately 4mm using the aid of navigation with automatic image registration (air) for the intraoperative 3d c-arm scan, is a de-calibrated and therefore inaccurate non-brainlab 3d c-arm. Most likely a collision during hospital-internal transport led to the de-calibration of the c-arm. Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the pedicle screws with the necessary navigation accuracy verification after the automatic patient/ scan registration to the navigation and throughout the procedure. A further possible contributing factor, that can have added to the deviation, is: a possible relative movement of the vertebrae operated on (e.g. T10 and t11) in relation to the vertebra where the reference array was attached (t9), leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement can occur due to a non-rigid connection of the bones when applying forces during the surgery. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions (e.g. Pointer or awl and probe) on the pre-surgery (registration) image. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The de-calibrated non-brainlab c-arm has already been recalibrated meanwhile.

Event description:
An open surgery on the spine for stabilization/fusion of vertebrae l3-t10, with l1 fractured and with placement of 10 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d (B)(4). During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on t9. Pedicle screws in t12 were already placed beforehand. Performed a fluoroscopy scan using an intra-operative c-arm of vertebrae l1 until t8 and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative c-arm scan imported into and used by the navigation). Breathing was halted during the scan. Used the navigated brainlab pre-calibrated awl and probe to prepare the pedicles, to place 4 screws at vertebrae t10 and t11 each left and right, with navigation. Continued to place 4 further screws on vertebrae l2 and l3 with fluoroscopic guidance (without these levels available in the scan imported into navigation for display). Performed an intra-operative confirmation fluoroscopy scan (c-arm) and determined that all 10 pedicle screws were not placed as desired: the placements deviated by ca. 4mm lateral from the intended position. The deviating pedicle screws were re-placed under fluoroscopic guidance (c-arm) successfully to the intended position at the same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. According to the surgeon: the deviation of the pedicle screws was detected by the surgeon after placement with a fluoroscopic control scan before finalizing the surgery, and the screws were replaced (re-positioned) successfully with fluoroscopic c-arm guidance at the very same surgery. All pedicle screws were placed correctly as intended, the final outcome of this surgery was successful as intended. There were no negative effects to the patient, neither due to the screw placements nor due to surgery/anesthesia delay (of ca. 15min) for re-placement of the screws at the same surgery. There was no (direct or increased) risk to harm a critical structure (e.g. Spinal cord or connected nerves or blood vessels) due to the deviating screw placements at this surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.